Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (reported as "repeated" ), which was manifested by cloudy effluent and fever. The cause of peritonitis was unknown. On the day of onset, the patient was treated with amikacin (intraperitoneal, 500 mg per day) for eleven days) but due to drug-sensitivity that lead to "worsening of the patient's health state", the antibacterial regime was changed eleven days after event onset to ciprofloxacin (500 mg / orally for four days) for peritonitis treatment. Sixteen days after the onset, the patient was hospitalized and was started on ceftriaxone (1g per day, ongoing) at the time of this report, the patient outcome was not reported and the patient is now performing hemodialysis. And removal of pd catheter removal is pending. Hospitalization was ongoing. No additional information is available.

Manufacturer narrative:
On an unspecified date, the patient was recovered from the peritonitis and treatment with ceftriaxone was stopped. On an unreported date, the patient's pd catheter was removed. At the time of report, the patient's discharge was pending because hemodialysis therapy is being performed at the hospital. Should additional relevant information become available, a supplemental report will be submitted.